Event description:
Related MFR report: 3006705815-2020-31939.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2020-31939. It was reported that the patient was experiencing ineffective therapy and their physician believed they would benefit from a different type of scs leads. Surgical intervention occurred in order to address this issue with a replacement.